Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a hospitalization due to low blood glucose levels and that the low levels caused him to black out, fall down and break his ankle. The customer was taken to the hospital and was admitted. The customer's blood glucose level was 10 mg/dl at the time of incident, but was 182 mg/dl at the time of call. The customer's fall and ankle break required intensive surgery. After the incident the customer was told not to wear the device anymore. The customer declined to troubleshoot. The customer reported that he no longer wears the insulin pump and does better with treating manually. The customer reported that he sometimes stacks insulin. Nothing was replaced or returned.